Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor failed to boot up. Upon troubleshooting, fse found the flexvision had no power on the os drive. Fse resets the power button on the flex vision, which resolved the issue temporarily. To resolve the issue, fse reloaded software to flexvision. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.